Event description:
A distributor in (B)(4) reported that during set up, they found a leakage in an rt134 adult breathing circuit. This was discovered during the distributor's inwards goods inspection activities. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: the water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. Upon investigation, a leak was found in the seal between the water trap bowl and the water trap top. A lot check revealed no other similar complaints for this lot number. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use. (B)(4).